Event description:
Device malfunction: tip of sds dislodged inside the shuttle sheath. Time of malfunction: during the procedure in 2006. Symptoms/ae: none. It was reported that during the carotid procedure of the left internal carotid artery and common carotid artery with a type 3 arch, with heavy calcification, the tip of the stent delivery system (sds) separated during removal in the shuttle sheath. The filter basket and stent were deployed without any problems; however, when trying to remove the sds after the stent was deployed, it stuck in the bend of the 6fr shuttle sheath. The physician pulled and manipulated the sds to try and removed the device when the tip separated from the sds. The physician took a snare device and while snaring the separated tip, the filter basket was pulled back through the deployed stent and the filter basket pulled the stent out of the artery. The physician then snared both the filter basket and stent down to the femoral artery. The patient was then put under general anesthesia and the physician did a cut down in the femoral artery to remove the filter basket and stent. The physician checked the patient and found the patient had very strong left carotid pulse and the procedure was not continued. The patient experienced no neurological event. The shuttle sheath was found to have a major kink and the physician felt this may have contributed to the sds getting stuck initially. No additional information was available.